Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted with a 12f amplatzer torqvue 45x45 delivery sheath. There was no difficulty experienced during the procedure and the patient's activated clotting time (act) levels was 334 seconds and they were administered heparin. Some time later it was reported the patient had pericardial effusion that led to cardiac tamponade. A decision was made to perform cardiothoracic surgery to treat the cardiac tamponade and found no cardiac perforation around the device. Patient was reported as stable. Subsequent to the previously filed report, additional information was received. Later, it was reported on (B)(6) 2023, the patient had pericardial effusion that led to cardiac tamponade.

Manufacturer narrative:
A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device an event of pericardial effusion and cardiac tamponade was reported.the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 medical device problem code: code 1670 removed.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted with a 12f amplatzer torqvue 45x45 delivery sheath. There was no difficulty experienced during the procedure and the patient's activated clotting time (act) levels was 334 seconds and they were administered heparin. Some time later it was reported the patient had pericardial effusion that led to cardiac tamponade. A decision was made to perform cardiothoracic surgery to treat the cardiac tamponade and found no cardiac perforation around the device. Patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.